Event description:
Additional information received reported there was no confirmed underdose, only the symptoms previously reported.

Event description:
It was reported that the patient experienced a return of symptoms. An underdose was reported. The patient had itching and return of spasticity on monday following a refill last friday. Caller stated patient said that hcp told her that her pump was "stopped" and they apparently did something to restart it, but it was unknown what. Her symptoms then went away but returned a few days later. The provider was out of town. So it was unknown what was done. A dye study was planned. The pump was delivering baclofen (compounded). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model#8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. Accessory kit model# 8590-8, lot# n112995, implanted: (B)(6) 2009, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).